Manufacturer narrative:
This report is submitted november 28, 2019. - attachment: [157168 device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted on november 1, 2019 by (B)(4).

Event description:
Per the clinic, the recipient has become a non-user, she is a part of the (B)(6) and uses signing for communication and requested device be removed. The device was explanted on (B)(6) 2019.